Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("adjust belt" messages and a damaged cable) has been confirmed. As received, the belt failed incoming testing, specifically the ECG fall-off test. The cause of the test failure was an open white (drvn_gnd) wire in the trunk cable. The root cause of the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a cable had been damaged and that a patient was receiving "adjust belt" messages.